Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The device was not returned for evaluation. Further investigation of the complaint is not possible without a device. If the device does become available, the complaint will be reopened for further evaluation. All information concerning this reported incident has been included in our trend analysis of the product line.

Event description:
As reported by user facility: infused vancomycin 10mg/ml 1340mg/134ml over 1 hr (134ml/h). Infusion alarmed for ail with 2 min remaining due to vanco bag being empty and line dry. Rn backprimed infusion to prime. Upon this ce coming to bedside, secondary line was dry and there was some air in the primary line. The home screen had the following programmed: tot dose 147.8mg, tot time 2 min, vtbi 29.56ml. When I noted that the remaining dose and time equates to a rate of 900ml/h and didn't match the ordered rate, rn stated that she may have changed infusion values when she stopped the pump alarm, but she is confident that when she acknowledged alarm there was 2 min remaining. Rn had to reprime primary line to continue primary infusion.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is still ongoing at this time. A follow up will be submitted when the investigation results become available.